Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced a reaction to the inset patch causing skin redness and itchiness. The inset patch was in use for one day. The insertion site was abdomen. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.